Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered an acute myocardial infarction resulting in death on (B)(6) 2016. The day following the ablation procedure, the patient returned to the cath lab where extensive coronary disease was discovered. Attempts were made to stent the coronary arteries. Patient suffered a myocardial infarction which resulted in the patient's death. Troponin levels were elevated. Autopsy was declined. Medical history includes coronary artery bypass graft (CABG). Physician's opinion regarding the cause of the adverse event was that it was related to the patient's condition and not related to bwi products. The cause of death was myocardial infarction.